Manufacturer narrative:
A biomedical engineer completed preventive maintenance (pm) on (B)(4) 2012 and system check and quality control (qc) passed. Qc also passed between 00:51 and 00:54 on (B)(4) 2012. After the customer received the discrepant result, the biomedical engineer returned to evaluate the instrument hardware. The biomedical engineer performed 20 passing replicates of both levels of qc, and repeated the sample three additional times with no discrepant results. The biomedical engineer informed the customer the cause of the erroneous result could have related to "a bubble in the sample". The plasma sample was drawn at 8:20 am in a 5 ml becton dickinson (bd) green top plasma separator tube. The customer uses a stat spin to centrifuge samples, samples are centrifuged for five minutes. The customer noted all qc was within range prior to and after the event.

Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Subsequent testing recovered lower results within the normal reference interval. The elevated result was released out of the laboratory and questioned. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.